Event description:
The pt allegedly underwent laser-assisted in-situ keratomileusis (lasik) treatment with a summit apex plus laser system in 1998. Post-operatively, the pt experiences esotropia (resulting in double vision), foreign body sensation, loss of near-sighted visual acuity, dry eyes, and blepharitis. The pt alleges that lasik contributed to the loss of near sighted visual acuity, dry eyes, and blepharitis. The pt alleges that the treatment caused pre-existing ocular surface disease and esotropia to manifest post-operatively.